Event description:
It was reported that during a surgical procedure at the user facility, the drill was leaking black liquid. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The alleged leaking could not be duplicated during the device eval. However, shattered driveshaft bearings were found, which may have caused the device to emit driveshaft bearing fragments. During the device eval at the MFR facility, the drill was reported to be overheating. The shattered driveshaft bearings were identified as a probable cause of the overheating.